Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to pierce multiple cartridge septums with the syringe in order to fill it with insulin. No impact to the customer's blood glucose. The customer successfully filled an alternate cartridge.